Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the prograsp forceps had one of its cables broken, the clamp was fitted to the robot arm, and at the moment it was in the intra-abdominal cavity, there was no sudden movement, as it was already at the end of the procedure, there was no need for replacement. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument did not completely lose its movements. The instrument presented movement limitations. The movement was always less than intended. The customer could not remember exactly which side, but one side/direction had limited movement. There was no delay/lag. There was no shakiness/friction. There was no instrument-instrument or arm-arm interference. There were no collisions. The issue was punctual. When the issue occurred, the instrument was replaced. There were no patterns identified. The instrument initially functioned properly, but after the cable broke, movements were limited. The issue was not resolved, the instrument was sent with the broken cable to strattner. The instrument is available for return to isi. There are no images/videos available for isi review. There wasn't a lost fragment, the cable broke but it was still stuck in the clamp. There was no report of fragments falling from the device while used by a patient. No fragment fell into the patient's cavity, so no actions were taken to solve this problem. The patient has not returned to the hospital due to experiencing any post-surgical complications related to the retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some filaments of the cable were frayed, but the cable was not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Due to the returned condition of the instrument, functional tests are unable to be performed. Additional observations not reported by the site include that the instrument was found to have a broken main tube at the distal tip. A piece measuring approximately 0.158¿ x 0.109¿ was not returned with the instrument. Scratch marks/abrasions are observed near the area of the break. The instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.132¿ - 0.176¿ in length and were not axially aligned with the tube axis. The material was not missing from the surface of the main tube. A broken main tube was observed near the scratch marks and abrasions. The complaint was confirmed by failure analysis.